Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Based on the information available, the root cause of the reported issue is not exactly known. Device is working fine as per manufacturer's specifications after replacement of 5 leadset, grabber, chest, iec, ICU. The investigation concludes that no further action is required at this time.

Event description:
It was reported the customer requested a device ECG cable replacement. There was no patient involvement.